Manufacturer narrative:
(B)(4).the insulin pump was received with cracked case on the lcd display window corners, missing lcd display window, cracks on the battery tube threads, broken reservoir tube lip, cracks on the reservoir tube window, and cracks on the reservoir tube.

Event description:
It was reported that the rectangular plastic display cover on the insulin pump came completely off and would not stay on. The blood glucose reading was 111 mg/dl. The customer stated that the display cover had been loose for a while and that it likely came off when the insulin pump detached from the belt clip. Advised replacement of the insulin pump. Nothing further reported.